Manufacturer narrative:
(B)(4). A full analysis of the data logs was performed. The logs confirmed the electrode inaccuracies. There was a shift of the electrode¿s trajectories in the same direction, more inferior than planned. This could indicate head movement, but this cannot be confirmed to be the main contributor of the discrepancies seen. Registration and verification steps were performed per procedure. The registration laser rms was under the threshold. Verification screenshots show the points were taken at the correct anatomical position. The fusions were slightly fuzziness/distortion, which could have contributed to the inaccuracies seen. The pre-op and -post - op CT exams were analyzed, and there appears to be a shift between the two exams. This can be another indicator of head movement. There were no software anomalies identified which would have caused or contributed to the reported event.] Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there were slight inaccuracies in last couple cases with electrodes appearing inferior to planned trajectories. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} corrected: g4, updated: g3; h2.

Event description:
No further information at the time of this report.